Event description:
The medication and or medication dosage delivered by the pump was changed. The pump was possibly used to deliver sufenta. Afterward, the patient experienced memory loss and cognitive symptoms. The hcp attributed the event to the implanted pump system. Explant or revision was not yet planned. The patient's outcome was reported as an ongoing serious illness. A follow-up will be submitted if additional information becomes available.